Manufacturer narrative:
The distributor reported that their customer reported that their AED would not turn on as the battery pack is depleted; unable to download log file. The maintenance schedule is not reported. A replacement battery pack was inserted but, the AED would not power on. The distributor was advised the AED and battery pack should be removed from service and returned to the manufacturer for further analysis. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that their customer reported that their AED would not turn on as the battery pack is depleted; unable to download log file. The reported event did not occur during patient use.